Manufacturer narrative:
Concomitant medical products: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation results: visual inspection of the returned product showed the lens was received in liquid, the optic was torn and half of the lens was torn off and missing. (B)(4).

Event description:
The customer reported the +16.0 diopter cc4204a collamer single piece lens tore as the surgeon was injecting it in the eye. The lens was retrieved and replaced without any injury to the patient. The reporter stated the surgeon is a new user of the nanoflex lens trying to master the proper technique and therefore, they concluded the event was likely due to a surgeon's error.